Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, drawers were failed due to sluggish performance of the device. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient resulted delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, drawers were failed due to sluggish performance of the device. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system performance was slow. A field service engineer (fse) dialed into the device to check for any signs of slowness or sluggishness but was unable to detect any issues. The fse then contacted the csc agent, who successfully remoted into the device and confirmed that there were no signs of slowness. The system functioned as intended after the field service engineer verified the device.